Manufacturer narrative:
Combination product: yes.

Event description:
Noise on both rv and ra signal. Noise on rv channel leading to false vf detected. It was reported that lead revision was scheduled. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.